Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no previous complaints on this device. Device returned to intuvie on 04/08/2024. Analysis of the returned device was completed on 4/08/2024. During functional testing, the reported problem was not duplicated. The pump completed a 20 ml infusion with a flow rate deviation of (B)(4). This is within the passing criteria of +/-5%. A CAPA has been opened in order to fully diagnose and address the root cause of the reported event. {reference complaint # (B)(4)}.

Event description:
On 4/1/2024 intuvie received a complaint that the pump was set for a set time frame and the pump ran the medication over a faster time amount. Pump returned to intuvie on 4/8/2024. Detail of evaluation can be found on section h11 of this MDR.